Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated vitamin b12 results above the normal reference range for two patients that were generated by the access 2 immunoassay system. Subsequent testing on the original instrument and on an alternate instrument produced results within the normal reference range for both patients. The customer also performed dilution testing which produced results within the normal reference range for both patients. No erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient #1's demographics were not provided by the customer. The samples are collected in both serum and lihep plasma tubes. Per the customer supplied qc charts, all levels of vitamin b12 qc were within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed a high sensitivity (hs) system check which passed within instrument specifications. The fse also replaced the transducer and base-lined the ultrasonics.